Manufacturer narrative:
The device was returned to zoll; the customers report was duplicated and attributed to foreign substance in the main knob housing. The main knob was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's main knob would intermittently not turn to power on the device. Complainant indicated that there was no patient involvement in the reported malfunction.